Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's sutures broke and the implantable neurostimulator (ins) was coming out of the pocket. The patient experienced return of symptom for the past 2 weeks. The change in therapy/symptom was noted as sudden. The patient would report the emergency room (ER). It was later reported that physician was notified by patient that pocket incision has opened and ins was visible. ER staff at hospital stated it was a pocket infected. On call urologist was being contacted. It was later reported that the ins and the lead were removed by health care provider. It was noted the implant was taken out easily since it has just only been implanted 2 weeks prior to report. It was noted as unknown if issue was resolve at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Patient code (B)(4) does not apply to this event device code: (B)(4) now applies.